Event description:
This supplemental report is being filled to include additional device code.

Event description:
It was reported that this patient has had trouble in the past connecting their device to their remote monitoring system. Recently, the patient was brought into the clinic for system evaluation and there was also difficulty interrogating the device twice with two different programmers. Subsequently, the device was explanted and replaced for premature battery depletion. No additional adverse events were reported.